Manufacturer narrative:
Initial reporter name and address: customer (person): phone: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported to cook that, on an unspecified date on (B)(6) 2022, an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the bile duct of a patient for drainage. Approximately one month later, on (B)(6) 2022, while the drainage bag was being changed, the shaft of the catheter separated outside of the patient. An additional procedure was performed to removed and replace the drainage catheter. The customer reported that the device was stored vertically, no damage was noted to the device packaging at the time of use, and no issues were noted during the procedure. The patient recovered, and there have been no additional adverse events for the patient reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. On 21sep2022, it was reported by (B)(6)hospital (japan) that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (rpn: ult7.0-35-25-p-5s-cldm-wf-hc; lot#: unknown) separated. The device was placed in the patient¿s bile duct and an ancillary drainage bag was attached (manufacturer, model, and lot# are unknown). No issues were noted during the procedure. On (B)(6)2022, approximately a month after placement, the catheter shaft separated outside the patient during a drainage bag change. As a result, the patient required an additional procedure to remove and replace the device. No other adverse effects were reported for this incident. Reviews of the complaint history, instructions for use (IFU), quality control procedures, and specifications, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. Cook received a section of the used ult7.0-35-25-p-5s-cldm-wf-hc, ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter, having a length measurement of approximately 1.7 cm, when measuring from the distal end of the white connecting cap. The area of the separation was clean, without jagged material, and with a slight angle. The mac-loc adaptor was attached to the catheter with evidence of the the suture being anchored between the cap and mac-loc. During table top testing, the inner and outer diameters of the catheter measured within specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide a lot number for this device. Therefore, cook medical performed an expanded sales search for the reported device and could not identify the complaint lot. The device history record could not be reviewed due to the lack of information. A review of the device master record, device failure analysis, and the customers description of event, there is no indication the device was manufactured out of specification. Additionally, based on the investigation findings, cook medical has concluded there is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] with the device contains the following in relation to the reported failure mode: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is related to component failure without any design or manufacturing issue. The user did not identify any damage during initial placement. It is possible that the catheter underwent excessive force or tension while placed in the patient. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.